Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a vascular dissociation procedure was performed in a patient in intracranial blood vessel to place a stent. Initially during the procedure, resistance was felt when the physician advanced the subject guidewire through the balloon catheter for pre-extension. Later when the stent system was advanced over the subject guidewire, the resistance was so strong that it was determined that the subject guidewire cannot be used anymore because of the positioning accuracy. According to the physician the subject guidewire might have had the coating problem. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, the provided introducer was used to load the guidewire, the guidewire was shaped 45 degrees, and it was unknown where on the guidewire the coating issue was noted. The same balloon catheter and stent were used to complete the procedure after replacing the subject device with another. While there are a number of potential causes for the reported 'guidewire difficult to advance' and 'guidewire delamination', because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that a vascular dissociation procedure was performed in a patient in intracranial blood vessel to place a stent. Initially during the procedure, resistance was felt when the physician advanced the subject guidewire through the balloon catheter for pre-extension. Later when the stent system was advanced over the subject guidewire, the resistance was so strong that it was determined that the subject guidewire cannot be used anymore because of the positioning accuracy. According to the physician the subject guidewire might have had the coating problem. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.